Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The visual inspection of the returned device noted that the obturator appeared intact. The circular seal was partially disengaged. The cannula, trocar and envelope seal appeared intact. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, when introducing the bag, the seal was damaged and got disengaged. The surgeon was able to retrieve the seal with graspers. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.